Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec 04/29/2015 - plaintiff preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 05/18/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 01/29/2015- litigation papers received. Litigation alleges pain, discomfort, difficulty ambulating, fatigue, disability, impairment, scarring, disfigurement, and elevated metal ion levels. The existing MDR decision has been reversed and the femoral head, adapter sleeve, and stem have been reported. The complaint was updated on: 02/05/2015.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Asr revision reported via sales rep, right, reason(s) for revision : pain / loosening (cup). Update (B)(6) 2014 - added further info from der, added loosening to patient harm, dob and changed stem to implant not removed. The srom stem was left in situ. A duplicate com-(B)(4) has been created and is to be voided.

Event description:
Asr revision reported via sales rep.right.reason(s) for revision : pain / loosening (cup).